Event description:
It was reported that a minicap with povidone-iodine solution was damaged and contained no apparent thread lines inside of the cap. This was noticed during patient use, after attempting to connect the minicap with a catheter and being unable to secure the connection between the two devices. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The exact date was unknown; however, it was reported that this occurred approximately two weeks prior to the date of the report. The lot was manufactured from 09/12/2013 to 09/16/2013. The sample was not returned; therefore, a device analysis cannot be completed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.